Event description:
A baxter service technician reported an infusion pump with an 812 failure code that was found in the device's event history during service. Attempts were made by baxter's quality management to obtain information regarding whether or not this failure occurred during patient use, and if there was a report of patient injury or medical intervention resulting from this failure, but no additional information was available. No additional contact information was identified.